Event description:
A customer reported experiencing low blood glucose level displayed as "low"; however, specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments and the customer inadvertently performed the load sequence while connected to the site. The customer consumed carbohydrates as a treatment and was advised by technical support to consult with a healthcare professional to discuss potential factors affecting their blood glucose levels.